Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was experiencing high blood glucose of 579 mg/dl. Customer declined troubleshooting on the insulin pump as he felt the device was working and the cause of the high was a bent cannula.